Manufacturer narrative:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) was still inflated when the balloon pulled back with the catheter after deployment. There was no reported patient injury. The technologist stated she let the balloon down, but it did not deflate completely. The technologist was unsure if it got stuck on something or if it had a minor hole in the balloon. The product was not returned for analysis. A product history record (phr) review of lot f2229203 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Patient or procedural factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) was still inflated when the balloon pulled back with the catheter after deployment. There was no reported patient injury. The technologist stated she let the balloon down, but it did not deflate completely. The technologist was unsure if it got stuck on something or if it had a minor hole in the balloon. The device is being returned for evaluation.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.